Event description:
During a percutaneous transluminal angioplasty (pta), the distal tip of a smart control device became stuck within the lesion and it could not be pushed. The smart control was removed from the patient with no difficulty and it was confirmed that its distal tip was frayed. Therefore, a new smart control was placed in the lesion and post-dilatation was conducted with the same balloon. The procedure was finished successfully. There was no reported patient injury. The smart control device was prepped according to IFU guidelines. The right superficial femoral artery (sfa) was crossed by a guidewire (cruise, st.jude medical) and pre-dilatation was conducted with a balloon catheter (5.0/40mm sterling, boston scientific). Then, the smart control (8.0/40mm 80cm) was delivered over the guidewire. There was no difficulty tracking the smart control through the vasculature. There was no resistance while advancing the device. The smart control product did not kink at any time. The sfa was moderately calcified and tortuous with 90% stenosis. The product will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: while advancing the stent delivery system the distal tip of the smart control became stuck within the lesion located in the right superficial femoral artery and could not be further advanced. The smart control was removed from the patient without difficulty and it was confirmed that its distal tip was frayed. A new smart control was successfully deployed in the lesion and post-dilatation was conducted and the procedure was finished successfully. The smart control was prepped according to IFU guidelines. The right superficial femoral artery (sfa) was crossed by a guidewire and pre-dilatation was conducted with a balloon catheter. Then, the smart control was delivered over the guidewire with no difficulty tracking the smart control through the vasculature. The smart control product did not kink at any time. The sfa was moderately calcified and tortuous with 90% stenosis. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15529355 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.